Event description:
The caller (customer) alleged a variance between two (2) inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: >7.5 and 1.3. Therapeutic range: 2.0 - 3.0. The time between testing was five (5) minutes. The customer reported "milking" the finger after the finger stick and adding multiple drops of blood to the test strip. These are considered improper techniques when performing the inratio test. In addition, the customer reported a history of antiphospholipid antibody syndrome (aps). There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The customer reported a precision issue on lot# 334579. However, at the time of the investigation, retains for this lot were no longer available. As a result, lot # 334578 was used for internal investigation purposes to evaluate the performance. Lot# 334578 is identical except for the outer packaging and labeling as lot# 334579. Additionally, a review of previous in-house testing on lot# 334579 was performed. The retain strip testing results for both lots met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for lot# 334578 and 334579 were reviewed and there were no issues related to this complaint. Improper techniques were identified in the complaint, these cannot be ruled out as a possible root cause for the observed precision issue. Lastly, the customer has antiphospholipid antibody syndrome (aps). Testing with an aps-insensitive laboratory method is recommended for these patients. The customer's blood sample may have interfered with the coagulation test and may have contributed to the observed precision issue. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.